Event description:
Reportedly, noise sensing in the ventricular channel (leading to asystole) was observed in one episode recorded in device memories.

Event description:
Reportedly, noise sensing in the ventricular channel (leading to asystole) was observed in one episode recorded in device memories.